Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, the physician felt resistance while withdrawing the guidewire, the hydrophilic tip detached in the bile duct and the tip of the metal corewire was exposed. The detached tip was not retrieved. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the guidewire revealed that the full distal tip was detached, exposing the corewire tip. Evidence of adhesive remnants were found which indicate that the pebax was properly attached to the corewire. There was no evidence of corewire fracture. The complaint is consistent with the returned guidewire since the full distal tip detached, exposing the corewire tip. It is most probable that anatomical or procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, the physician felt resistance while withdrawing the guidewire, the hydrophilic tip detached in the bile duct and the tip of the metal corewire was exposed. The detached tip was not retrieved. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.